Manufacturer narrative:
(B)(4). Batch #: n90z6d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hpblue device was received with the 6-32 stud broken. No functional testing could be performed due to the device could not be attached to the test instrument. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. It is possible that the stud got damaged as a result of dropping it. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an ent procedure the blue harmonic handpiece would not connect with the instrument. A "replace handpiece" error was seen. Another handpiece was used without issues. There were no patient consequences.